Manufacturer narrative:
The previous calibration and qc tests had acceptable results. The reaction kinetics indicate sample carryover. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The country of origin is (B)(6). The investigation is ongoing. (B)(4).

Event description:
The initial reporter received questionable creatinine plus ver.2 results, for 5 patients, from the cobas integra 400 plus. See attachment (B)(4) for results. The primary tubes were used for all tests. The questionable results were not reported outside the laboratory. The reagent lot number was 41817801 and the expiration date was 31-mar-2020.